Event description:
After an implantation period of approx. 106 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22.5cm distal to the is-1 connector pin. Two fragments were received for analysis, however, a small part of the lead body of approx. 2.5cm length is missing. The performance of the lead fragments was scrutinized. The analysis revealed multiple signs of wear along the lead body. In particular in the distal part of lead the insulation was rubbed through. The characteristics of this damage indicate severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.